Event description:
Customer reported that during pt procedure, the bvi 9600 was not giving accurate readings in aorta mode. There was no pt harm reported.

Manufacturer narrative:
Add'l part used: bvi 9400/9600 probe. Catalog: 0570-0351. Sn (B)(4). The customer also reported the bvi 9600 device is reading inaccurately in bladder scan mode as well and not displaying an ultrasound image on the screen of the console. At the time of this report, the device has not been rec'd for eval and the complaint cannot be confirmed. A supplemental report will be submitted if the device is returned for eval.